Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at various locations along the length of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device through the reported heavily calcified lesion area. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jun-2015. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Predilation of the lesion was performed using a 2.5x15mm maverick balloon catheter. Then a 28 x 3.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.